Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 1.5mg/ml at 0.1242mg/day, clonidine 150mcg/ml at 12.42mcg/day and bupivacaine 20mg/ml at 1.657mg/day via an implantable pump. The indications for use were non-malignant pain. On (B)(6) 2018 it was reported that the patient went for a refill and the healthcare provider initiated flex dosing on (B)(6) 2018. The healthcare provider was unaware at the time of update but he had programmed a step "out of order" with a step starting at 7:30 am, then 9:00 am, then 8:30 am. The patient started to have symptoms on (B)(6) and sent the healthcare provider a message that evening. The patient had stated that since (B)(6) 2018 he was no longer feeling the bolus effect and per the healthcare provider they reprogrammed things a bit. On (B)(6) 2018 the patient ended up at the emergency department with withdrawal symptoms. Per the reporter they got the patient's symptoms under control and when pump was interrogated today it came up with an alarm/alert showing: "warning: pump memory error. Infusion settings are not available and are necessary to update the pu mp. Service code: 243¿ and upon interrogation today all that was present was the reservoir volume, it didn't have drug info, concentration or dosing like it was "wiped clean." The healthcare provider was able to program it again. Per the healthcare provider the patient did not hear pump alarms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.